Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has no significant scratches or dents. The front bezel is in decent condition. The fuse cover was broken. The iesu had fuses replaced with new v8 fuses. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to a defective generator.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called in to report that the erbe would not power on. He stated he checked the fuses and they were good. He also checked the power cord and he was getting 110 ac out of the power cord. The customer was going to proceed with the procedure without the erbe. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified if that was with the activation cord 371716 and the force triad. He wasn't sure but the customer did tell him that they completed the procedure without the erbe. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator could not provide further details but stated that it sounded like staff error.